Manufacturer narrative:
H3: only a portion of the inner assembly was returned. The device was in a broken condition with dislodged green seal when returned. There were traces of a dark residue on the bushing. The chevrons at the proximal end of the inner hub were damaged. The distal end (outside diameter) of the inner hub was deformed, looked like melted. The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured up to 0.386 inches in the deformed area. The device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was broken. There was no patient impact in this event.